Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred when a physician was modifying the settings on the device. An ambu bag was used on the patient. The device was replaced with another one. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred when a physician was modifying the settings on the device. An ambu bag was used on the patient. The device was replaced with another one. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational check of the device. The manufacturer¿s service technician confirmed the customer¿s issue and observed error codes e-110 (motor shutdown) in the device¿s event log. The manufacturer¿s service technician replaced the device¿s system printed circuit assembly board and blower assembly to address e-110. Additional findings not related to the malfunction/issue was contamination found on the flow sensor. The manufacturer¿s service technician replaced the flow sensor to address this issue. After replacing the parts, the manufacturer¿s service technician performed a final and run-in tests, along with battery and valve checks on the device. The manufacturer¿s service technician determined the device was operational, and it was cleaned.